Event description:
Additional information later received reported the patient was still having concerns with their device or therapy but had not sought further help. The patient did not have an hcp.

Event description:
Additional information was received from a consumer. It was again reported that on (B)(6) 2014, the patient had been admitted to the hospital with an empty pump, and was kept as an inpatient for a "couple weeks for no reason." The patient then had to wait one year to see the hcp for explant. The pump and catheter were removed on (B)(6) 2015 due to the pump alarming and going empty. It was additionally noted that the device was "contaminated with (B)(6) blood."

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n188532025, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that as of (B)(6), the patient¿s health care provider would no longer fill the pump with narcotics. The pump was shut off and on the 2nd it alarmed. On the 3rd it was turned off, but by the 4th it was filled with saline by the patient¿s neurologist. The patient was on patches for pain. The patient was hospitalized for multiple days. The pain contributed to the patient having a stroke last month. The system was previously used to deliver dilaudid (hydromorphone) but currently contained saline.